Event description:
Customer reported that the unit has an error code message of data acquisition (da) pcba adc reference failed, unit was having issues powering on, and lines on the display. The customer reported there was no patient involvement.